Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the epg turned off. The device passed all functional tests and there were no visual inspection findings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turned off when it was connected to the patient. The medical personnel replaced the battery and it solved the malfunction. The product was returned for service. No patient complications have been reported as a result of this event.